Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose of below 40 mg/dl which was treated with glucose tablets. The customer was using the automode. The customer had been using the insulin pump within 48 hours of the low blood glucose. The device will not be returned for the analysis.